Event description:
It was reported that a folfusor did not flow. This occurred during patient infusion. The device was filled with a solution consisting of 4600 mg of fluorouracil and 23 ml of 5% glucose. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual examination of the device showed no signs of blockage or abnormality that could have caused the reported condition. Functional testing revealed that flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. Initial evaluation did not confirm the reported condition. A batch review will be conducted as the lot number of this device is known. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.